Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During pilot wire insertion, metal burs on the centering guide caused the pilot wire to be scored, shooting metal shavings everywhere. Upon inspection, this was found to be caused by preexisting damage to the centering guide, and not related to improper technique from the surgeon. The surgeon used a magnetic suction tip and irrigated the site but did not see the need to radiographically confirm that all shavings were removed. Surgeon was able to freehand a second pilot wire without using the damaged centering guide. Surgical delay of 5-10 minutes was caused. Rep reported that x-rays, medical records, and further information are not available due to surgeon and hospital policy.

Event description:
During pilot wire insertion, metal burs on the centering guide caused the pilot wire to be scored, shooting metal shavings everywhere. Upon inspection, this was found to be caused by preexisting damage to the centering guide, and not related to improper technique from the surgeon. The surgeon used a magnetic suction tip and irrigated the site but did not see the need to radiographically confirm that all shavings were removed. Surgeon was able to freehand a second pilot wire without using the damaged centering guide. Surgical delay of 5-10 minutes was caused. Rep reported that x-rays, medical records, and further information are not available due to surgeon and hospital policy.

Manufacturer narrative:
The reported event that pilot wire was alleged of issue (assembling / disassembling of instruments with instruments) could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: guide: general appearance in good condition, closer inspection revealed seized material inside the drill hole at both ends wire: material accumulation found at the tip, spiraled scratches apparent at the square connection; in between the shaft appeared being undamaged / engraving identified single use. Functional inspection: the pilot wire did not pass the centering drill hole completely ¿ only a small part of the tip was visible at medial. Dimensional inspection: guide: required pin did not pass the drill hole; drill hole partly ull ¿ material accumulation had decreased the initial diameter at the outlet wire: dimension was ohl at both ends ¿ material damage had increased the diameter; the shaft¿s undamaged area appeared being within specs; thus, initially manufactured acc. To specs. One of the components had become damaged due to insufficient use (insertion under misalignment). Consequently, using an undamaged component this one will inevitably become damaged as well. Since the device was in use for 5 years (manufactured in 2013), and no complaint has been received previously it can be safely said that the device had fulfilled its tasks in former surgeries as intended during its release and initial usage period. A pre-damaging of the instrument in prior surgeries could not be excluded. Based on the observation the root cause can most likely be attributed to a user related issue. Most likely the centering guide got damaged in the previous surgeries due to misalignment of pilot wire with guide during drilling of the wire through the guide reception. This is a known reaction and already investigated in previous complaints. To guarantee a correct insertion it is necessary to insert the pilot wire through the guide with axial forces only in correct alignment; bending could lead to fretting and cold welding. Any bending applied to the wire may not allow smooth passage of the wire through the guide during placement. This applied bending may permanently bind the guide and wire together. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Malfunction is usually found during functional check which is required per the brochure. If this event tends to happen often for certain users, the use of an alternative pilot wire (catalog# 5901-6072) with hyperelastic properties may have the potential to reduce the occurrence of it. The application of clinically relevant bending loads applied to this wire do not result in permanent deformation or binding. If any further information is provided, the complaint report will be updated.